Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during a neck dissection. The probe of the device was broken and the fragment of the probe fell off inside the patient. The fragment was retrieved from the patient. The procedure was completed with another thunderbeat device. There was no patient harm reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-00956 to provide additional information based on the evaluation of the device. The subject device was returned to olympus medical systems corp (omsc) for evaluation. As a result of evaluation of omsc on august 18, 2016, omsc confirmed that the probe broke down at 17 mm from the distal end. There were spark marks on the surface of the probe and the jaw at the proximal end of the grasping section. The ptfe pad at the proximal end was worn. The shape of the fracture surface showed that the fracture developed from the spark mark as the starting point. The jaw of the device was not broken. The manufacturing history was reviewed, with no irregularities noted. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the user activated the ultrasonic output while the subject device was grasping a thick and hard tissue, consequently the ptfe pad at the proximal end was worn. It was also known that the proximal side of jaw and probe came into contact with each other since the ptfe pad at the proximal end was worn, consequently the spark was caused, and besides the probe was broken when the probe received a load. The instruction manual of the subject device already states. Warnings: do not activate output while grasping thick, harder tissue, such as the uterine cervix, with the distal part of the probe tip and the grasping section. Otherwise, the grasping surface (white ptfe pad surface) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output.